Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2015 and revised on (B)(6) 2020 due to leakage. Additional information received indicated: ¿pump tubing leak (tear)¿. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump tubing leak (tear) was reported. The device was revised.

Manufacturer narrative:
A titan otr pump and two cylinders were returned for analysis. A separation within abrasion was noted on the longer exhaust tube of the pump. This was not a site of leakage. A separation was also noted on the shorter exhaust tube of the pump. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to result in a separation in both exhaust tubes of the pump. Separations of these types could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.